Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a pacer equipment malfunction and pads cable failure. The unit does not recognize a known good pads cable and test load. There was no patient involvement.